Event description:
Catheter broke when the doctor's office attempted to remove it after a breast augmentation. About 3 inches of catheter were surgically removed the same day. Patient is reported to be in good condition and has had no complications.